Event description:
A malfunction was reported on a customer's pump, identified by a malfunction 16 code. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced, as it was included in a field correction. The customer, whose pump was under warranty, was advised to use mdi as backup therapy during the replacement process. Technical support confirmed shipping details and provided instructions for returning the malfunctioning pump and setting up the replacement, which included programming settings and connecting the cgm. The customer was informed a replacement pump would arrive with updated software, and all instructions were understood and acknowledged by the customer.